Manufacturer narrative:
Manufacturing investigation evaluation: the broken product was returned in a packaging different from the original packaging. The laser etching was readable. The reviewed device history records identified no abnormalities or deviations which could have led to the complained failure. The returned screw was measured and it was confirmed that the product was manufactured according specifications. In addition, the material certificate was checked and was found to correspond to the relevant product drawing. Based on this information, the complaint is rated as confirmed, but not valid from the manufacturing point of view. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the exact cause which has led to this occurrence could not be determined. However, the manufacturing evaluation showed no deviations to the specification, so it is most likely that a high mechanical overload situation led to the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown, reported as possibly during the thirteenth week of the year. Additional product code: hwc. Device broke during insertion; device not considered implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 26, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the small fragment set and the 4 mm fully threaded spongiosa screws were used in the operation. Two screws broke in half. Both parts from one screw were successfully removed, but from the other screw they managed only to remove the top part, the bottom part was left in the patient. The surgery was prolonged just a few minutes. The surgeon managed to remove one screw totally and replaced it, the other screw was partly removed and inserted new screw different position. The patient is recovering from the surgery. This is report 1 of 2 for (B)(4).